Event description:
Customer reported since saturday her blood glucose has been between 300 to 500 mg/dl. Customer has changed the set several times and at lunch blood glucose was 399 mg/dl. Customer wanted to know what he can do as it seemed the device was not working. Symptoms were nausea and tired, weren't feeling well. She treated with manual injection. The drive support cap appeared normal. No leaks or air bubbles noted. Manual prime was performed and insulin did exit the tubing. Settings were correct. Customer does not have a tubing clamp unable to perform high pressure test. Customer was advised to do a complete set change. Customer stated the nothing leaked out of ser for 4 hours while sitting on counter and running. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, and a scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.